Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('plaintiff claiming perforation: fallopian tubes'), ectopic pregnancy with contraceptive device ('plaintiff claiming pregnancy: ectopic') and genital haemorrhage ('gen. Abnorm. Bleed (interpreted as general abnormal bleeding)o') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms: fatigue") and migraine ("other injuries/symptoms: fatigue, migraine"), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery ((hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, menorrhagia, fatigue, migraine and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, back pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Previously reported event "injury nos" replaced with "pelvic pain ", events- "abdominal, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleed (interpreted as general abnormal bleeding), pregnancy: ectopic, device ineffective, perforation: fallopian tubes, fatigue, migraine, weight gain", added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.